Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Fse found dried serum on tip and plunger clamps on positons #5 and 10. Fse cleaned sleeves, replaced tip and plunger clamps. Fse also found worn 2-pole ribbon cable on position #1 and replaced. Checked splld procedure and customer software run without error. The instrument was tested without further problem and was returned to expected operation.